Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the lead migrated into gutter causing rib and arm pain. The rep reported that an impedance check came back normal. The rep reported that the surgeons revised the lead into the correct placement. The issue was resolved. No further complications were reported.